Event description:
The patient reported that they went in yesterday and was reprogrammed by representative. She said she was stimulated with the 8840. Pt said it felt fine but then last night she was in a lot of pain and kept running to the bathroom all night long. Pt is supposed to check back in a week to let them know if it worked. Pt has about a year left on battery, due to normal battery depletion. Symptoms reported were: pain, urge frequency. Event date: (B)(6) 2016. Indications for use noted as: urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.